Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood collection the bd vacutainer® edta 2k tube leaked. There was no report of patient impact.

Event description:
It was reported that after blood collection the bd vacutainer® edta 2k tube leaked. There was no report of patient impact.

Manufacturer narrative:
Investigation summary material #: 367846. Lot/batch #: 3289241. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for blood leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode blood leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.